Event description:
The subject device was advanced into the lesion, but failed;then it could not be pulled back. When it was removed with the microcatheter, the pusher wire fractured. The patient was reported in good condition.

Manufacturer narrative:
The subject device has not yet been returned to the manufacturer for evaluation.